Manufacturer narrative:
Device code relates to the problem code with the reported issue of clip failed to release from the catheter. Mfg. Site name - (B)(6) medical. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter. Reportedly, the catheter with a clip still attached was then removed from the patient after jiggling the device. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). A visual examination of the complaint device found that the clip assembly was attached to the control wire and the bushing. The clip wings were already locked through the capsule windows and part of the capsule locking tab was broken. A kink was noticed in the coil. Functional evaluation was performed and the device was actuated proximal to the handle to separate the yoke and control wire and was then moved distally to release the capsule from the bushing; however, it failed. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter. Reportedly, the catheter with a clip still attached was then removed from the patient after jiggling the device. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.